Event description:
It was reported that the patient was having trouble connecting the implantable neurostimulator (ins) with the patient programmer (pp) and the implantable neurostimulator recharger (insr). On the day of this report, the patient had been able to ¿finally turn the stimulation on,¿ but was getting stimulation in the wrong location. The patient was supposed to feel stimulation in the legs, but the stimulation was felt in the patient¿s stomach down to the feet and there was also very uncomfortable stimulation in the patient¿s ¿bottom.¿ the patient was unable to connect the pp or the insr in order to turn the therapy off. When trying to charge the ins, the patient was receiving a ¿poor communication¿ screen on the insr. The patient had last charged the ins 4 weeks ago and had last felt stimulation a few days ago, at which point everything had been working fine. After using the antenna locate (al) feature, the patient would still see the ¿poor communication¿ screen. The patient¿s ins had been in overdischarge. After a manufacturer representative used the al feature, the normal recharging screen was received. There had then been a power on reset (por) condition shown. The patient had charged to 100 percent and no por had shown at that time. The patient had the stimulation off at that time and was not feeling stimulation. Prior to being able to charge, the patient had been feeling stimulation. The patient had scheduled an appointment with a healthcare provider (hcp) for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had had less than 50 percent therapy relief as the stimulation was off. Later, the por code was found to have been ¿0x8¿ and was cleared by a manufacturer representative. After the por was cleared, the patient was able to feel the stimulation in the necessary locations. The device impedances were checked and were found to have been within normal limits.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# n0042221, implanted: (B)(6) 2005, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).